Manufacturer narrative:
H6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing found no errors with the console functionality. A log file review was performed. The reported problem was confirmed. Log file review found that the console was unexpectedly crashing when moving from the select surgical preferences screen to the adjust camera screen. A review was performed by the software team. Software review found that the issue may be related to the camera power. It is possible that the pmb detected the camera voltage was less than the threshold value of 40v and flagged an error state. A possible cause of the reported issue was found to be a camera power fault. It is possible that a voltage fault within the camera or a faulty ethernet cable was responsible for triggering an error state on the power management board. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set-up for a cori-assisted procedure, the real intelligence cori was powered on while trays were being opened and prepared. The system then proceeded to shut down and presented a blue man on the front unit screen. The power plug was changed, turned back on, calibrated, and after some time the system proceeded to shutdown and display the blue man again. The power plug was changed for a third time and the same occurrence happened. A fourth outlet was used at which cori turned on and was able to complete the procedure. As this happened before surgery, patient was not yet involved.